Event description:
Paramedics respond to a person described as in cardiac arrest, the device was connected to the patient and the "analyze" button pressed. According to the reporter, the device displayed a "no shock advised" message, but the paramedic determined the patient's rhythm was consistent with vfib. The device was placed in manual mode and following the administration of several shocks and drugs, the patient's rhythm was converted and the patient subsequently transported to the hospital.